Event description:
It was reported to philips that the shutters are unavailable, which can impact imaging. The issue resolved after multiple restarts of the device. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnostic of coronary procedure, which could be completed with delay by restarting the system after multiple attempts. A philips field service engineer (fse) went onsite and confirmed that the shutters were unavailable. The system logfiles were checked and troubleshooting found that the post of nicol v4 failed. The nicol collimator was replaced, and the system was returned to use in good working order. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome. Health impact grid code was corrected.